Manufacturer narrative:
The stent remains implanted in the patient. Investigation in not yet complete. A follow-up report will be filed with any additional relevant information.

Event description:
During a cobra study, stent deployment (3.5x24mm cobra pzf stent) in the intended lesion was unsuccessful due to inability to advance the stent across the calcified lesion with subsequent stent dislodgement in the proximal vessel, resulting in stent deployment in an unintended location and prolonged procedure as a result of the dislodgement and managing the non-target calcified lesion. The procedure was stopped and continued the next day. However, no success crossing the non-target lesion with other balloon larger than 2 mm. The target lesion was left without treatment. The sponsor requested additional documentation, which will be provided in the follow up report.

Manufacturer narrative:
The stent remains implanted in the patient and the delivery system was discarded by the site and was not available for return. A review of the lot history record indicated that there were no non-conformances related to the reported difficulties for this lot. A risk assessment review confirmed that the reported failure to advance and stent dislodgement are captured as foreseeable events. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force. A review of received cine images, conducted by celonova biosciences medical affairs, confirmed the reported complaint..the investigation determined that while a definitive conclusive cause is not able to be assigned to the reported complaint, the reported advancement difficulty and stent dislodgement appear to be related to circumstances of the procedure, and severe tortuosity and calcification, resulting in inability to cross the lesion. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A (B)(6) male with a medical history of coronary artery disease with previous non-st-elevation myocardial infarction (nstemi) on (B)(6) 2016 and 4-vessel coronary artery bypass grafting (CABG), paroxysmal atrial fibrillation (on oral anticoagulant therapy), mild aortic stenosis, hypertension, and diabetes mellitus type 2, presented on (B)(6) 2017 with stable angina symptoms, and recurrent dizziness. Coronary angiography, performed on (B)(6) 2017 for further evaluation, showed significant stenosis 90% in the posterior descending artery (pda) of the distal right coronary artery (rca), severe ostial circumflex artery (cx) stenosis, and mid left anterior descending artery (lad) occlusion. The patient enrolled in (B)(6) trial to treat the pda lesion. On (B)(6) 2017 the subject experienced a failed index percutaneous coronary intervention (pci) procedure in addition to stent dislodgement in the proximal rca resulting in stent deployment in an unintended location, as follows: after pre-dilation of the pda stenosis (by plain balloon angioplasty), a separate severely calcified stenosis was noted in the mid-rca and was deemed to require management before definitive management of the more distal pda stenosis. Repeated balloon pre-dilation of the mid-rca lesion was followed by an unsuccessful attempt to advance a cobra pzf stent (3.5 x 24 mm) across the lesion. Upon retraction, the stent became dislodged from the balloon catheter and detached from the guide wire into the proximal rca. The stent was then deployed in the proximal rca and post dilated with progressively larger balloons, followed by implantation of a des (4.0 x 18 mm) into the most proximal section of the rca overlapping the cobra pzf stent by < 3 mm. Due to the long procedure duration with high contrast medium administration, and radiation doses, pci of the right pda lesion was terminated and rescheduled for the following day via femoral access route. Post-procedure, a hematoma developed in the left axilla. Doppler sonography yielded no abnormal findings. On (B)(6) 2017, the second attempted pci was again unsuccessful as the mid-rca lesion could not be crossed with a device larger than a 2.0 mm diameter balloon, leaving no option for stent implantation. The patient was started on xarelto 15 mg, and plavix 75 mg for 6 months. The patient was discharged on (B)(6) 2017 in good condition. In summary, stent deployment in the intended lesion was unsuccessful due to inability to advance the stent across the calcified lesion with subsequent stent dislodgement in the proximal vessel, resulting in stent deployment in an unintended location.